Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received no delivery alarm. The customer's blood glucose was 326mg/dl at the time of incident but it was high and treated with insulin pump. Customer reports alarm did not occur during manual prime. The customer reported that the no delivery alarm was resolved by changing reservoir and infusion set. The insulin pump will be returned for analysis.